Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
An interpreter called in to report for the customer of a keypad anomaly. The customer's blood glucose level was unknown. The customer stated that the malfunctioning device was loaned to her by her doctor, and the original device listed in the computer was with her doctor. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing was replaced or returned.